Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device motor was not running. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). D9. Date returned to mfg: 15-dec-2023. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. It had a damaged top case and bottom case. History log had check clutch/plunger error and motor not running error. Pump was hit with motor not running error during occlusion test run, after physical testing it showed plunger was not holding properly with aged size rod and both need to be changed. After diagnostic, battery capacity is too low and needs to be replaced. The customer's indicated failure was confirmed. The root cause for the motor not running on both pumps was due to the malfunctioning plunger, size rod, plunger tube, and old battery. All of these were replaced to correct the problem. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.